Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor. The insulin pump received with scratched display window, cracked battery tube threads and cracked belt clip slot. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that they were stuck in prime loop. The customer's blood glucose was 7.7 mmol/l at the time of incident. The customer was advised to rewind the insulin pump and hold act button until numbers ramp up. The customer stated that the number did not ramp up. The insulin pump will be replaced and will be returned for analysis.